Event description:
It was reported that oversensing noise was noted on right atrial (ra) lead via remote monitoring. The ra lead was successfully extracted and replaced. The patient experienced no adverse outcomes as the result of this occurrence.

Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths at the middle portion (a) due to procedural damage. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.